Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. One day after the manifestation for cloudy effluent, the patient began treatment with antibiotic therapy with gentamicin and cefazolin (unspecified trade names) (doses, frequencies and route not reported) for cloudy effluent. Two days later, gentamicin and cefazolin therapy was discontinued. On the same day, the patient switched to 2 injections of vancomycin (dose and frequency and route not reported) as a treatment for cloudy effluent. Four days later, the vancomycin therapy was discontinued. Three weeks later, the patient cloudy effluent was persisted. On the same day, baxter pd solutions were stopped and on an unreported date, the patient was switched to competitor pd solutions. The patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
The patient was trained for a week at the beginning of peritoneal dialysis (dates unspecified). Cloudy peritoneal dialysis (pd) effluent was observed with the first bag of physioneal. The previously reported treatments with gentamicin and cefazolin were 40 milligrams, daily and 1.5 gram, daily, respectively (routes were not reported). Four days after onset (previously reported as three days), the patient began treatment for the event with injection vancomycin (2 grams, frequency and route not reported). On the same day vancomycin therapy was discontinued. Three days later, the patient began treatment for the event with injection vancomycin (1 gram, frequency and route not reported). On the same day, vancomycin treatment was discontinued. Twenty eight days after onset, physioneal therapy was discontinued and the patient was switched to competitor's pd solution. On the same day, cloudy effluent was observed but rapidly clarified. One day later, the patient was recovered from the event (previously reported as one day earlier). Should additional relevant information become available, a supplemental report will be submitted.